Event description:
A customer reported a malfunction on the pump, which had occurred at least three times before. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer planned to continue using the current pump as a backup therapy to ensure insulin delivery was not interrupted.